Event description:
Ous MDR - after an implantation period of approx. 48 months, oversensing was reported. The lead was replaced and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 15 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. In between an approx. 0.5 cm segment of the lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular around 7.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the artefacts on the rv channel which led to vf detection as reported in the complaint text. Due to the characteristics of this damage, it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.